Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. Following troubleshooting, the customer indicated that troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis and was prescribed an antibiotics. In follow up with a medela lactation consultant on (B)(6) 2018 the customer stated that she took 7 days of her antibiotics and stopped because she felt better, that the replacement pump was working without issue and she was no longer experiencing signs or symptoms of mastitis. The device was returned with the customer's parts and accessories, including competitor tubing, and was evaluated on 12/03/2018. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed; however, during the evaluation an unexpected noise and a broken/damaged stalok clip were observed. The competitor tubing adds plausibility to the customer's low suction report. Refer to attached evaluation and pictures. CAPA (B)(4) was initiated to investigate not fully inserted or missing stalok clips on the pump in style device and it was determined that it results in no impact to pump vacuum performance. It was confirmed that the customer's pump was produced before implementation of the corrective action related to that investigation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. [(B)(4)].

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had low suction with her pump in style breast pump and that she was engorged, but not in pain.